Manufacturer narrative:
H6: additional review indicated codes d15, b17, and c20 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that there were no unused spins. The manufacturer representative stated that since the error occurred before the spin started, there was not extra radiation to the patient and/or staff. After rebooting the system, they were able to have a successful navigated spin.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that when the site went to do a 3d spin, when it was initiating the spin, it made a loud 'pop' noise and stopped spinning. The navigation system was sill trying to receive the spin. They had to reboot and start over. It was noted that the "candlestick" has black line on it and the system keeps saying the "exposure was abandoned by user" when it was not, so the site is unsure if there is an issue with the hand switch. The re-spin worked and everything went smoothly. 5 minute delay. No patient impact.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.